Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A manufacturing record review was conducted and results indicated this product met quality requirements for product acceptance. Additional information will be submitted within 30 days of receipt.

Event description:
The pt had 1-vessel disease in the mid right coronary artery (rca). The indication for the index procedure was unstable angina pectoris. There were no medications given during the procedure noted. The vessel diameter was 2.5mm and lesion length was 21mm. Pre-procedure stenosis was 80%. The lesion was a restenosis of a bare metal stent. Lesion classification was type c. The lesion was not pre-dilated. A cra28250 was deployed at 20atm. Instructions for use recommend the stent delivery system balloon is not inflated more than rated burst pressure (16atm). Ivus was not used. Five months after the index procedure, the pt had an unscheduled doctor visit for angina pectoris. An exercise stress ECG was positive for ischemia and the pt was diagnosed with acute coronary syndrome 4 days later. There was prolonged angina and elevation of troponin. A coronary angiography revealed a focal instent restenosis of the right coronary artery as well as instent restenosis of another stent in the left anterior descending artery and a 30% stenosis of another lesion in the circumflex artery. The pt remained stable and a CABG was conducted 10 days later. The pt is currently doing fine.